Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the he experienced high and low blood glucose levels. The night before his blood glucose level dropped to 29 mg/dl and was sweating. The customer treated his low blood glucose level with food. The combination of different concentrations of insulin may be a contributing factor to his low/high blood glucose level. The device was not returned.